Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305180 batch#: 4178029. It was reported by the customer that objects floeating in syringe after drawing up propofol. Rcc received a complaint via email. Email(s) attached. Objects floeating in syringe after drawing up propofol product: 305180 lot#: 4178029. Unfortunately, the information I originally provided is all I have. There were no injuries reported for any of the product.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were objects floating in the syringe after drawing up propofol. To aid in the investigation, thirty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.